Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Despite good faith attempts the user cleaning disinfection and sterilization (cds) processes were not shared. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation because the device was not returned and because the user culture results were not shared, the reported event could not be confirmed and a root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during reprocessing, the evis exera iii colonovideoscope tested positive for 11 colony forming units (cfus) of enterobacter hormaechei and was quarantined. The endoscope was taken out of quarantine after a second cleaning with enzycure, because there were no cfu detected. The user did not report any contamination or any other serious deterioration in state of health of any persons to which the scope could have been a contributory cause. Related patient identifier: (B)(4).